Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure, the physician discovered rv lead damage, that was thought to be due to clavicular crush. Electrical issues could not be confirmed on this right atrial (ra) lead, as all measurements were normal. However there was visible physical damage. As such, the ra lead was removed and replaced, along with the rv lead, based on the approach at implant (left subclavian vein). The lead remains in the possession of the hospital. No additional adverse patient effects were reported.